Event description:
It was reported that the right ventricular lead was oversensing t waves (twos). The twos was noted on a stored episode and further investigation was necessary to determine if programming changes could be made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2009 (B)(6). (B)(4).